Event description:
It was reported by our japanese affiliate that the patient had a transcarotid tavr with a 23mm sapien 3 ultra resilia valve, the patient has narrow lower extremity artery and shaggy aorta of the aortic arch. Due to coronary artery stenosis the procedure was conducted under the v-a ECMO support. Since valve diving occurred during alignment, the doctor temporarily advanced the balloon catheter and then retracted it to address the issue. The valve was deployed with 2ml less than nominal volume, and a post dilation was performed with 1.5ml less than nominal volume. After rapid pacing, there was a drop in blood pressure (bp) observed, but the valve was implanted as planned. The patient was awake in the operating room, extubated, and returned to the ICU. It was observed after that the right eye could not open, and the right eyeball was deviated outward. An MRI was performed revealing a cerebral infarction in the left vertebral artery territory. Since the left vertebral branched directly from the aortic arch, a plaque may have dislodged. It may have been better to increase the ECMO flow rate when the bp dropped after rapid pacing. The patient was able to walk and converse and a conservative treatment approach was decided.

Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events such as transient ischemic attack (tia) and stroke are known potential adverse events associated with the overall transcatheter valve replacement (tvr) procedure and the use of the edwards transcatheter heart valve (thv) devices. According to the literature review, and as documented in a clinical technical summary written by ew, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing thv. Risk factors correlating with several patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during thv are undoubtedly multifactorial, the dominant etiology likely being intraprocedure embolic events. A transcranial doppler study during thv demonstrated that most procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no significant differences in the frequency of late strokes between thv and avr patients. After thv, there appears to be a more considerable proportion of early strokes occurring < 24 h post-procedure, but thv patients with multiple co-morbidities are probably at higher risk of both early and late strokes. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient factors such as (age and plaque) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.